Event description:
The pt was experiencing increased pain and edema over the intrathecal entry point for five months in 2007. On the same month, a catheter dye study under fluoroscopy was done. This showed good intrathecal infusion and no leakage at the connection with the pump or elsewhere along the course of the intrathecal catheter. It was reported that at the time of the last refill, the health provider used dilaudid instead of morphine and the pt has not had good symptoms control since. Further device troubleshooting was recommended. It was later reported that a follow-up note from 2007 indicates the "morphine pump implanted and revised". No further details were available. The pt outcome was reported as recovered without sequela. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.